Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use this hemosphere alta monitor with a swan ganz catheter, unstable central venous pressure (cvp) was provided (see images attached). In addition, ventricular stroke volume index (vtdi) was not provided. As per customers opinion the issue was caused by the catheter not being positioned correctly. The patient was not in atrial fibrillation and did not have any arrhythmias. No further information is available. There was no allegation of patient injury.

Manufacturer narrative:
Addition to section h6 (type of investigation). Updated section h6 (investigation findings and investigation conclusions). Patient demographics unable to be obtained. No product was returned for evaluation. Without return of the product, it is not possible to perform a complete investigation of the reported event. However, images were provided for review. The report of an unstable cvp value could not be confirmed based on the provided images, as value stability can not be determined from a single still image. However, the displayed value range and image indicated that the cvp could not be within the range. The report of vtdi value not displayed was confirmed based on the provided images. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further investigation, since the product was not returned for evaluation, the root cause of this event could not be determined. There was no evidence of product nonconformance or labeling/IFU inadequacies identified.